Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the stimulation sometimes was not helping the patient. The patient was having neck pain due to shingles and post traumatic neuralgia, and their pain has "kind of been on the edge" since getting the ins. It was reported that in the past couple of months, if they turned the stimulation up high enough to address the pain, then it was too high and would zap them and make them jump. It would usually occur when the patient laid in bed at night when they would turn over on their right side; it wasn't as uncomfortable when they were up and moving around. It was noted that on the night of (B)(6) 2018, the patient was experiencing pain and tried using their ins but ended up falling asleep. While sleeping they had rolled over it, and now they could not get the patient's programmer to increase or decrease. For troubleshooting the caller synced with the ins using the programmer, which showed the stimulation was on. They then tried increasing and decreasing the stimulation and they were able to do so successfully. It was confirmed that the adaptive stimulation feature was not activated; it did not show as available on the programmer. They were redirected to the doctor to discuss the issue. No further complications were reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) serial# (B)(4) product type programmer, patient if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2018. The patient stated that they have been struggling since (B)(4) 2018. They have their spinal cord stimulator (scs) for post shingles neuralgia of their neck and stabbing nerve pain that comes and goes. They were working with their patient programmer and were trying to control their pain but it isn¿t working. They get it to a certain level and it zaps them. They do not know whether they want painor zapping. They feel zapping when they increase too far and when they tip their head to the right they feel the zapping more. They are having more and more pain. Just a few minutes ago the device they use for their therapy (their patient programmer) just went nuts, and they must have pressed the wrong button and they do not know what to do. During the report the patient programmer showedthe stimulation was on group a at 2.4 volts. They tried increasing and decreasing the rate and found decreasing the rate from 4.0 to 1.8 volts helped. It felt better when they increased it to 2.55 volts. The pain was a little weaker and the zapping was muffled but there was still some pain. Patient services worked with the patient to change to group b. They want to get rid of all the pain. They think their nerves have a handover effect. The patient said their pain feels like stabbing that comes and goes. Ultimately, the patient left the stimulation on group b at 1.85 volts. It was not bothersome and they wanted to try it there. Troubleshooting resolved the reported issue. The patient noted that they had therapy sessions with the manufacture representative (rep) and would sit and watch tv. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had to adjust strength level often. Patient reported they have been able to find a voltage that resolve their pain and does not zap them however they have to adjust often.